Manufacturer narrative:
October 31st 2023 update: consumer has informed philips that after treatment it was determined she had too much milk. Consumer is currently using the device without problem. The device is therefore not available for technical investigation. H3 other text : remained at consumer.

Event description:
Consumer reports that the expression kit of the breast pump does not fit properly, it causes her pain. She also alleges that she got mastitis. October 31st 2023 update: consumer has informed philips that after treatment it was determined she had too much milk. Consumer is currently using the device without problem. The device is therefore not available for technical investigation.

Event description:
Consumer reports that the expression kit of the breast pump does not fit properly, it causes her pain. She also alleges that she got mastitis.